Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the left anterior descending artery. Following pre-dilatation with a 2.00 x 12mm non-compliant balloon catheter, a 38 x 2.50mm promus premier drug-eluting stent (des) was advanced and deployed. Post-deployment, a distal stent edge dissection was observed, and the patient experienced chest pain. Another stent was deployed to cover the dissection, and the procedure was completed. The patient was stable post procedure and fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.